Event description:
The field engineer reported that during a preventative maintenance visit, the on/off switch on the workstation was working intermittently, which caused the system to intermittently not boot up completely. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The on/off switch was replaced. The system was then found to be operating as intended.